Event description:
On (B)(6) 2025; (B)(6) - pt reported going low at the gym. Pt says they were not on the ilet when this happened. Pt went to work out but was not connected to the ilet while doing this. Pt treated with fruit snacks and glucose tabs. Pt took the ilet off because they were working out.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.